Event description:
It was reported that a clip got broken at loading during a laparoscopic hepatectomy, which occurred to (B)(4) cartridges in total. Therefore, a new package was used to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one cartridge 544220 hemolok m clips 6/cart 84/box for investigation. Three loose clips were also returned. The cartridge and loose clips were visually examined with and without magnification. Visual examination revealed that one of the loose clips was closed while the other two loose clips were broken at the pierce-leg tips and were missing the pierced bosses. The broken pierce-leg tips and pierced bosses were not returned. The cartridge was returned with three intact clips remaining in it. The sample appears used as there is biological material on the loose clips. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned intact clips in the cartridge. A lab inventory clip applier was used. The clips were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned intact clips in the cartridge. Although no issues were found with the intact clips in the cartridge, two of the returned loose clips were broken at the pierce-leg tips and were missing the pierced bosses. R & d was consulted and the observed damage appears to be consistent with improper loading of the clips or use of damaged appliers. Reference file (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states the following: "to load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perperndicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." "Remove the applier from the cartridge ensuring the clip is held securely in the applier jaws. It may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the returned clip indicates that unintentional user error caused or contributed to this event. However, it could not be determined exactly how the clip broke. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. One cartridge and three loose clips were returned. One of the loose clips was closed while the other two loose clips were broken at the pierce-leg tips and were missing the pierced bosses. The broken pierce-leg tips and pierced bosses were not returned. The cartridge was returned with three intact clips remaining in it. R & d was consulted and the observed damage to the clip appears to have been caused by improper loading of the clips or use of damaged appliers. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. It is unlikely that the damage was present when the sample left the manufacturing site. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok med clips 6/cart 84/box lot# 73b1900017 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken at loading during a laparoscopic hepatectomy, which occurred to 3 cartridges in total. Therefore, a new package was used to complete the operation. No clip fell/remained in the patient.